Manufacturer narrative:
The blood tubing set involved in this incident was retained by the customer, and was not available for investigation. The lot numbers of recent cartridge blood tubing sets shipped to this facility were: 1000016199; 1000019300 and 1000018759. (B)(4). The tests identified no problems with any of the samples and confirmed that they met the product specifications.

Event description:
Several mins into a dialysis treatment, the pt became unresponsive and w/o vital signs. The pt was resuscitated and transported to the hospital via ambulance and later expired at the hospital. The phoenix machine was inspected by a gambro service technician who verified calibration and functionality of the machine.